Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) delivered inappropriate shock and unstable was turned on per programming. The boston scientific technical services (ts) verified that the therapy exhausted. Additional information indicates that the implantable cardioverter defibrillator (ICD) was interrogated and was reprogrammed. The physician decided to turn shock if unstable to off and used onset and stability. The representative was not aware of any additional shocks .this implantable cardioverter defibrillator (ICD) remains in service. No additional adverse patient effects were reported.